Manufacturer narrative:
Qn#(B)(4). Additional information indicates that there were no patient consequences.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical staff faced issues for 3 patients. The staples used were not forming properly. The staples were not closing and did not grab the skin properly. Another stapler was used to close the wound. Clinical consequences: bleeding. Additional information indicates that there were patient consequences.